Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, the handle attached to alliance gun to break tip, however, the handle of the trapezoid broke, leaving just the wire. Olympus device used to tighten and coil wire used, eventually tip of trapezoid detached. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broke. Imdrf device code a23 captures the reportable event of basket failure to crush stone.